Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. The patient underwent surgical intervention on (B)(6) 2017 to reposition the lead which resolved the issue. Effective stimulation was restored postoperatively.